Event description:
It was reported that the patient dislocated the right hip so the surgeon revised to a constrained liner.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown mdm poly insert. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Hospital retained.